Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.0/1.5/2 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2020. The patient experienced refractive surprise. On (B)(6) 2021, the lens was exchanged with a same model/length but different power lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.0/1.5/2 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2020. The patient experienced refractive surprise. On (B)(6) 2021, the lens was exchanged with a same model/length but different power lens. This resolved the problem. The cause of the event was reported as unknown.